Manufacturer narrative:
The device was successfully explanted and replaced. Lead measurements were observed to be within normal limits when connected to a pacing system analyzer (psa). The leads remain implanted and in service with the replacement device. The device is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the ICD identified no anomalies on the device case. Review of device memory found that the device had delivered a 41 joule shock into a shorted lead condition on (B)(6) 2013. A .1 joule shock was then performed into an open load condition in both initial and reversed polarities and a shock impedance of less than 20 ohms was received, which indicated that the device had a blown output. An x-ray of the device revealed that the internal high voltage fuse was damaged (i.e., no longer intact). The damage to the fuse most likely occurred during delivery of the 41 joule shock that resulted in the shorted shock lead fault. The damage to the high voltage fuse prevented any subsequent charging of the high voltage capacitors and delivery of shock therapy.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD), right atrial (ra) and right ventricular (rv) lead underwent a cardioversion for atrial fibrillation (af). Two commanded shocks were delivered through the device in addition to external shocks. Subsequently, the patient presented to the hospital with complaint of chest pain. Interrogation of the device revealed that the ra and rv leads exhibited low out of range pacing impedance measurements ever since the cardioversion. Additionally, the rv lead exhibited low out of range shock impedance measurements. Boston scientific technical services (ts) discussed the possibility that the device was damaged by the cardioversion and recommended replacement. No adverse patient effects were reported.